Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products that used in this study: lasso, carto. (B)(4).

Event description:
This complaint is from a literature source. It was reported that seventy patients with persistent atrial fibrillation underwent epicardial thoracoscopic radiofrequency pulmonary vein isolation, linear ablation, marshal ligament disruption, and exclusion of the left atrial appendage. The procedure was followed by electroanatomical mapping and ablation (eam) 2 to 3 months later. Among them, 1 patient suffered arteriovenous fistula which was successfully treated using noninvasive compression with an ultrasound probe. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿correlates of arrhythmia recurrence after hybrid epi- and endocardial radiofrequency ablation for persistent atrial fibrillation¿ the purpose of this study was to (1) to analyze the effectiveness of epicardially created lesions, using bipolar radiofrequency energy, and describe any residual arrhythmogenic substrate after completion of both parts of a strictly defined hybrid ablation protocol and (2) to define correlates for af recurrence during long-term follow-up. Suspect device is a 3.5-mm irrigated-tip thermocool smart touch catheter, however catalog and lot number is unknown.

Manufacturer narrative:
Additional information was received. The author commented that there was no product complaint related to bwi products. Complication was related to the vein access for which the smarttouch catheter and lasso which are not intended and not used. This event is unrelated to the device and most likely related to the procedure. Manufacturer's ref #: (B)(4).